Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was approximately 3 ml and was not contained within the instrument. The instrument operator was wearing gloves, glasses, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the needle cartridge was loose and leaking. The fse realigned the needle cartridge and the leak was resolved. As preventative maintenance, the fse reconnected the fittings. (B)(4).